Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer reported that they troubleshoot the unit and found that the main pcb (printed circuit board) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed ventilator inoperable, motor fault, low pip (peak inspiratory pressure) and low ve (exhaled minute volume). The customer confirmed that there was no patient involvement associated with the reported event.